Manufacturer narrative:
The mustang balloon was returned for analysis. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks along the hypotube and shaft. The balloon was loosely folded. Product analysis did not confirm the reported broken shaft.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.00mm x 20mm maverick 2 mr balloon catheter was advanced for dilatation. However, it was noted that the shaft was fractured outside the patient. The device was simply removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.00mm x 20mm maverick 2 mr balloon catheter was advanced for dilatation. However, it was noted that the shaft was fractured outside the patient. The device was simply removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.